Event description:
It was reported that prior to starting a da vinci procedure, the surgical staff noticed that the tip of the pk dissecting forceps instrument was misaligned, bent. There were no missing or fallen pieces reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .078 offset at the tips, indicating overloading at the tip. The electrical continuity passed. An additional observation not reported by site was that the instrument pitch cables were frayed at the distal idler. There was no damage found on clevis of the instrument. An additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/ burrs. There are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. An additional observation not reported by site was that the instrument main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damages were found on the instrument. Failure analysis concluded that the bent damage and the mechanical indentations/burrs damage may be due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reported complaint of tip was misaligned, bent does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed cables, and the main tube had scratch marks/abrasions found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.